Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced pain for two days due to leakage from the pump during infusion. There was a patient involvement and no reported harm.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a delaminated downstream occlusion seal. A functional test was performed and the reported issue of leakage was not confirmed. The probable cause of the reported issue was due to a damaged cassette. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.